Event description:
Related manufacturer report number: 3006705815-2022-16084. It was reported that patient was unable to put their ipg into MRI mode due to high impedances. The investigation did not determine which lead had high impedance issues. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Additional components potentially involved in the event include: scs, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000054227. Event date is estimated.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the system was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.